Event description:
Caller indicated that her mother had a wound on the back of the left leg, near the calf. Upon using the medical device the pt experienced itching and hives. The pt is taking multiple medications.